Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report an out of range signal on (B)(6) 2014. Patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). The complaint device was not reutrned for evaluation. However, the receiver that was used with the complaint device was reutrned for evaluation. A visual inspection was performed and there was determined to be moisture damage.